Event description:
As reported by the edwards field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, a perclose failure occurred resulting in a major vascular complication. A unplanned vascular surgery was performed. There was no allegation of any edwards device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).